Event description:
It was reported that the atrial lead dislodged twice and was explanted and returned. There are no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; proximal conductor distorted and outer insulation breach cut; proximal conductor blood/body fluid (not obstructed), blood in/on helix/lobe mechanism, apparent explant damage; full lead returned and analyzed.